Event description:
Hospital reports that during the night shift, unit alarmed "failure to cycle" error code e-31 while on a patient. Staff removed patient from ventilator and began to manually ventilate patient with 100% oxygen. Another unit was set-up and patient transferred to new ventilator without incident or injury.